Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device. A customer reported that the low/high sensor alarm failed to trigger and as a result, the customer experienced a seizure. The customer was unable to self-treat, requiring treatment of apple juice and "proglycem" for the sugar by a third party. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device. A customer reported that the low/high sensor alarm failed to trigger and as a result, the customer experienced a seizure. The customer was unable to self-treat, requiring treatment of apple juice and "proglicem" for the sugar by a third party. No further information was provided. There was no report of death or permanent injury associated with this event.